Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 39 (motor current error detected.), pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed), keypad anomaly, and an issue during the priming process. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was not able to clear the alarm. The customer states the pump was not exposed to a high magnetic field. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump received with constant pump error 38 alarms noted during rewind. Pump passed self test, however, unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. All buttons function properly. Pump¿s history and trace files downloaded successfully using thump software. Pump error 38 confirmed in the pump history/trace files on 02/15/2026 at 00:05:27.000. No pump error 39 noted during testing or in the pump history/trace files pump was cut open to perform visual inspection and a jammed motor gearbox. Test sc1-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. Alleged unresponsive keypad was not confirmed during testing. Unable to verify alleged prime/fill anomaly due to constant pump error 38 alarms during rewind. Pump error 39 alarms were not confirmed during testing or in the pump history/trace files. Alleged pump error 38 alarms confirmed during rewind and in the pump history/trace files due to a jammed motor gearbox. For additional information regarding the tests performed refer to (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.